Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket infection and erosion. The implantable cardiac defibrillator was explanted and replaced. The patient's condition was stable prior, during and post procedure.